Event description:
It was reported the patient underwent a trial procedure on (B)(6) 2015. During the surgery, the patient experienced discomfort. The doctor was unable to access the epidural space and decided to abandon the procedure.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.